Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: confirmed moisture contamination on underside of battery cap and battery cap contact hub and battery compartment cracks observed in thread area and below grip pad. Black box shows no evidence of short battery life however multiple battery alarms observed in alarm history unrelated to the complaint, there is a dim discolored display. Battery cap is able to fully tighten.. Current draws within specifications. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.